Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported in october 2014, the patient was tazed by law enforcement and it affected her charging. The patient stated the implantable neurostimulator (ins) suddenly would not charge at all. Then she was able to charge again randomly. The patient stated she did not make anyone aware of that at that time. The rep interrogated with the ins and got the group impedance values for an interval calculation. Therapy impedance was greater than 300 ohms and group a was run for 2.7 days 24/7. Group a: 3.9 450usec 60hz 547ohms; 5.0 450usec 60hz 560ohms; 5.0 450usec 60hz 602ohms; 3.6 450usec 60hz 657ohms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included spinal pain and failed back surgery syndrome.

Event description:
Additional information received from the manufacturer's representative (rep) reported that further troubleshooting information was unknown.